Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-eave measurements, intermittent capture at maximum outputs and low pacing impedance measurements in the 300 ohms range seven days post implant. It was noted that the patient had a large amount of tricuspid regurgitation. A revision procedure was performed. Upon opening the pocket to reposition the lead, the lead appeared to have dislodged from the original position. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.